Manufacturer narrative:
(B)(4) date sent to the FDA: 02/29/2016 (B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a surgical repair on (B)(6) 2005, and a mesh was implanted, concurrently with an exploratory laparotomy, lysis of adhesions, closure of enterotomy due to incarcerated ventral hernia, sbo. It was reported that the patient underwent a laparoscopic reduction of an incarcerated incisional hernia (bard composix hernia patch) and extensive lysis of adhesions on (B)(6) 2006, due to incarcerated incisional hernia. No additional information was provided.